Manufacturer narrative:
D.4 device expiration date: unknown. H.4 device manufacture date: unknown. H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd autoshield¿ duo pen needle experienced safety shield failure. The following information was provided by the initial reporter: the safety shield deployed lopsided.